Event description:
It was reported that a scooter shut down unexpectedly. When the user turned the chair back on, it jerked and injured the user's upper back. There was no report of medical intervention. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
More information is requested to analyze and evaluate the event. We have contacted the distributor, invacare, to obtain more information, such as user, usage, and product conditions. Whether it may has caused the patient's serious injury is still unknown.